Event description:
It was reported to boston scientific corporation in 2008, the a 24fr safety peg pull (w/ampule) device was used during a peg placement procedure. According to the complainant, during the procedure the safety scalpel was moved into the locked position and could not be used. The physician completed the procedure with a second safety scalpel.

Manufacturer narrative:
The lot number is unknown; therefore, the date of manufacture cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.